Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while suturing, the suture pulled off the needle and embedded into the tissue. The suture was retrieved with graspers but the needle was not found. They opened a new suture reload to complete the case. The patient: alive- doing fine.